Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6)2017, product type: catheter. Evaluation conclusion code applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a company representative. The patient was receiving dilaudid (concentration 10 mg/ml, dose 0.5 mg/day) and bupivacaine (concentration 20 mg/ml, dose 1mg/day) via an implantable pump. The pump was flipping in the pump pocket site, the provider performed a dye study and found leaking behind the pump, at catheter replacement the pump segment was cut completely near the pump connector and the catheter was twisted. A catheter revision was done; the catheter was partially explanted on this report date and would not be returned as the customer discarded it. It was unknown as to what factors may have led or contributed to the issue. At the time of this report, the issue was resolved, patient status was "alive - no injury". No further complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving 20 mg/ml bupivacaine at an unknown dose and 10 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain. It was reported that the patient had a dye study on (B)(6) 2017 after a large volume discrepancy occurred where they got back 25.5 mls (more than they were expecting). The dye study showed drug/dye was pooling behind the pump and leaking at the pump/catheter connector site. The patient¿s insurance would not pay for the revision. The hcp was directed to call the manufacturer to see if since this was related to a recall would the manufacturer help pay for the procedure. There were no symptoms mentioned. The event date was stated as (B)(6) 2017. More information was received from a consumer. It was stated that the pump had malfunctioned and the hcp wouldn¿t replace the pump due to the patient¿s insurance. The consumer stated that the hcp attempted to do a myelogram on the pump because the patient had numbness in her legs. When they went to inject the dye, it didn¿t show up on the x-ray because it was pooling behind the pump. They wouldn¿t put another pump in because of the patient¿s insurance. The hcp stated that the pump had malfunctioned. The patient had an appointment on (B)(6) 2017 with the nurse practitioner or someone in the office of the hcp. They were going to start tapering the pump medication down. The patient was refusing to go back in because they wouldn¿t fix the pump and the hcp office ex plained that the patient can go into withdrawals if she doesn¿t get in to the office by the pump refill alarm date (B)(6) 2017. There were no further complications reported.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 it was stated that that actions taken was the surgery and the resolution was described in the previous report. The representative had no further information to provide.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient mentioned the dye study that was already reported. The patient was wondering if there was a recall as the patient stated her mom told her there was a recall on her pump. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.